Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320, which was not reproduced. System error 320 was confirmed through review of the event history log. This was found to be caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that the date received by manufacturer (g4) in the initial MDR is incorrect. The correct date is 08/29/2016.